Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the battery drawer found broken, the heart lead flex out of specification, and the battery release and lead flex cover contaminated. The ring cover and two side bail covers found broken. The upper and lower cases found broken. The ring and two side bails missing.

Event description:
It was reported there was broken plastic, the output connector was broken, and the ring and bails were missing. It was further reported the device was dropped. The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.